Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Update sections d10 and h3.  Please reference related manufacturer report no: 2015691-2020-12702. The used valve was returned crimped on the delivery system and inserted through the sheath. Delivery system and valve were exposed through the sheath liner.  A review of imagery provided showed the access vessels were calcified with calcification protruding in the proximal portion of the vessel.  Visual inspection of the returned device was performed and the following was observed:  two (2) bent struts on the inflow side. One strut bent sideways, the other bent 180 degrees; post-expanded valve: one (1) bent strut located on inflow side near cp1; valve profile canted; valve leaflets dried and wrinkled; all struts exposed through skirt (normal after crimped and used); gouges on flex tip. No functional or dimensional testing was able to be performed due to device return condition. During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for frame damaged during use. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the visual inspection of the returned device. No manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As stated in the complaint description ¿during a tf tavr procedure with a 26mm s3u valve, high push force while passing valve/ds through sheath in a small and calcified vessel was noted¿. Additionally, it was stated that the resistance was felt in the proximal ¼ of the sheath and that the sheath was inserted at a steep angle. Per imagery review calcification was present, with protruding near the proximal end of vessel supporting that there would be difficult advancing through the proximal portion of the sheath. The presence calcification can create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Gouges seen on the flex tip further support difficulty advancing the delivery system through the sheath. If excessive force was applied to advance the delivery system with the crimped valve, the valve could be damaged within the sheath. As such, available information suggests that patient factors (access vessel calcification) and/or procedural factors (excessive device manipulation/delivery system insertion angle) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment escalation is not required.  However, per management discretion, product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration. A corrective/preventative action (CAPA) has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra (s3u) valve, high push force while passing the valve and delivery system through the sheath in a small and calcified vessel was noted. The valve frame was deformed as a result.  The valve, delivery system, and sheath were removed as a unit.  A new sheath was inserted and a new 26mm s3u valve was successfully implanted. Per report, resistance was felt at the left femoral and external iliac artery, proximal 1/4 of the sheath.  There was a left femoral artery injury which was surgically repaired.  It is unknown what caused the arterial injury, it could have been either or both the sheath or the valve.  The patient expired on post operative day (pod) 3 of left limb ischemia.